Manufacturer narrative:
It should be noted the customer was using a out of date, discontiued version of the cardiochek plus analyzer however the issue was reported out of an abundance of caution. Currently it is unknown whether or not the device may have malfunctioned, as the device was not returned. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
During troubleshooting, the customer noted that their analyzer "got hot to the point of touch today". There were no allegations of patient/user harm. There were no allegations of incorrect results.